Event description:
The customer reported that this right atrial (ra) lead was scheduled to be revised due to high thresholds (no specific lead measurements were provided to the customer). The lead was explanted on (B)(6) 2012. Per the customer no further information is available. No adverse patient effects were reported. The lead was actively implanted for approximately 12 years, 2 months.

Manufacturer narrative:
The lead has not been returned for analysis. As a result, the reported allegation cannot be confirmed. The manufacturer attempted to obtain the lead twice by sending e-mails to the customer (on 4/19/2012 and 4/26/2012) but was not successful. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.